Event description:
It was reported that this pacemaker system had exhibited a lead safety switch (lss) recorded a lead safety switch (lss) indicative of impedance issues, due to right atrial (ra) lead noise and signal issues. Technical services (ts) was consulted and noted the possibility or ra lead oversensing of the left atrium or the ventricle, and recommended testing and reprograming options. This pacemaker system remains in service. No adverse patient effects were reported.